Manufacturer narrative:
One bivona tracheostomy (trach) tube was returned for analysis in used conditions. The tube was visually inspected; no discrepancies noted. The sample was filled with air; noting the cuff inflated uniformly. The cuff was inflated and deflated 4 additional times; the cuff inflated properly each time. The manufacturing process and assembly process were both reviewed; no discrepancies. Verification of manufacturing process of the air way and balloon was performed on 32 units; all performed correctly. Based on the evidence there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that the cuff to a smiths medical portex bivona tracheostomy (trach) tube was reported to not stay inflated during use. The trach was returned for analysis. There were no reported adverse effects.